Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent l3-4 direct lateral interbody fusion and posterior spinal fusion. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "immediately following surgery, the patient began to feel new pain in her back and legs. She had numbness radiating into her legs. The patient became paralyzed in her right leg following the surgery. The patient is unable to stand up straight, walk, has constant back pain and is confined to a wheelchair."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.